Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. Corrosion was found in the battery compartment and on the battery cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
This supplemental is to correct the brand name and model number of the product.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed evidence of short battery life on (B)(4) 2013 with a drastic voltage drop and a replace battery alarm. Evaluation revealed that the battery compartment was cracked and moisture corrosion was observed in the battery compartment and on the battery cap. The pump failed a leak test due a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.